Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the ever cross pta balloon catheter. Survey results received for an interventional radiologist practicing in italy who within the last 12 months used an ever cross pta balloon catheter for dilatation of stenoses in the iliac arteries (3 procedures), femoral arteries (8 procedures), popliteal arteries (8 procedures), and infra-popliteal arteries (8 procedures). The ever cross pta balloon catheter was also used for treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae (9 procedures). This interventional radiologist also used a fortrex pta balloon catheter for dilatation of stenoses in the iliac arteries (2 procedures), dilatation of stenoses in the femoral arteries (6 procedures), dilatation of stenoses in the popliteal arteries (6 procedures), and dilatation of stenoses in the infra-popliteal arteries (6 procedures). Related to the ever cross pta balloon catheter, three fever events are reported during use for dilatation of stenoses in the femoral arteries, popliteal arteries and infra-popliteal arteries. Two infection events are reported during use for dilatation of stenoses in the femoral arteries, popliteal arteries, and infra-popliteal arteries. One pseudoaneurysm event is reported during use for dilatation of stenoses in the iliac arteries. These three events are reported to be somewhat concerning. All fever events are reported to be device related and occurred in diabetic patients. The pseudoaneurysm event is reported to be device related but can possibly be attributed to procedural error. The infection events are reported to have not been device related at all. Related to the fortrex pta balloon catheter, one fever event is reported during dilatation of stenoses in the popliteal and infra-popliteal arteries. One inflammation event is reported during dilatation of stenoses in the popliteal and infra-popliteal arteries. One pseudoaneurysm event is reported during dilatation of stenoses in the popliteal and infra-popliteal arteries. These three events were reported to be somewhat concerning. These events were reported to be device related but it is reported for the fever and inflammation events the patient was diabetic and there was procedural error associated with the pseudoaneurysm event.